Event description:
"Foot part snapped off" was noted on customer repair paperwork. On follow up it was reported the foot snapped off while turning a flap during a craniotomy. The broken foot was easily retrieved. There were no injuries or significant delays in surgery. The procedure was completed with a second attachment.